Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. The complaint was duplicated. A visual test was performed and found damaged downstream occlusion (dso) seal, damaged battery compartment, scratched lens. The dso seal, battery compartment and lens were replaced. Functional test was performed. The device doesn't hold patient data. Primary problem with defective printed wire assembly (pwa). The pwa was replaced, and functional tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the battery compartment was broken. There was unknown patient involvement. During the device analysis it was discovered that the device would not hole patient data.